Manufacturer narrative:
Section h6: due to system limitations, the following code could not be added to health effect - impact code: emergency hospital transfer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were provided for review. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient was found unresponsive on the floor by the family around 1 am on (B)(6) 2026. When emergency medical services (ems) arrived, the patient was experienced a "red alarm" with no additional alarm details, no signs of perfusion and found to be asystolic. It was noted by ems that cardiopulmonary resuscitation (CPR) was initiated with the use of the lund university cardiopulmonary assist system (lucas) device. The last known well time for the patient was 6 pm. The patient was transported to the local emergency room and ultimately declared deceased. However, ems noted that the left ventricular assist device (lvad) stopped displaying fluid pump problem, but the patient had continued to have poor signs of perfusion and had remained unresponsive. The cause of death was unknown and whether the outcome was device or therapy related was not provided by the customer. No autopsy was performed and the device was not explanted.